Event description:
The pt had the device removed due to end of service and the eri flag showed yes. No complaint was associated with the device. A battery life calculation was performed with available programming history and showed there to be approx -0.06 years remaining until expected end-of-service. The device was returned to the manufacturer and underwent analysis. Upon analysis, it was found that the elective replacement indicator was set to yes and the battery was partially depleted, but the device continued to function. The post burn-in electrical test identified a problem with supply current 1ma. Bench analysis determined that the problem was caused by leaky a q10 component. After q10 was replaced with known good bench component, the device performed according to specifications. The leaky q10 could potentially be a contributing factor to the end-of-service, though, the battery life calculation showed that the generator was at the approximate expected end-of-life.